Event description:
It was reported that left hip revision surgery was performed. Pain reported from summer of 2016.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and anthology stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the cup, head and sleeve, was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head and cup. Similar complaints have been identified for the sleeve and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. It should be noted that bhr is contraindicated for patients with cysts >1 cm. The reported pain, elevated metal ions and intraoperative inflammatory tissue responses may be consistent with findings associated with metal debris. The histological report of necrotic material, macrophages and fibroblasts are consistent with metallosis and osteolysis. However, the root cause of the reported clinical findings cannot be confirmed, but the intraoperative finding of brown staining of the trunnion, is a likely source of metal debris. The patient impact beyond the revision cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.